Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the insulin pump alarmed post-reset ram crc alarm. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected pump error 23 alarms noted during testing. The device passed displacement test and self test.